Event description:
Healthcare professional reported a left side "rupture per mammogram". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the device received was performed and identified: weight within specification, fold creases, observed 40 mm dark patch edge material inside gel device, deformation. After autoclave cycle was observed: cloudy gel. Based on the device analysis, the final assessment is: no openings found. No issues found related to the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.